Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a semi-open low anterior resection, the breaking sound of the washer was not heard even though the firing handle was fully grasped. The indicator was set at the middle of the green range. The staples of the anterior wall were unformed but on the posterior wall staples were formed properly. The donut was created properly and the washer was cut. Purse-string suture was performed and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Video analysis: during the zero to 51 second mark: the video shows three graspers and a trocar introduced into the tissue. At the 1 minute 34 second mark: the tissue appears to be properly placed and the device closed, as if a firing was performing. At the 3 minute 22 second mark: a staple can be appreciated out of the cut line on the device. At the 4 minute 13 second mark: an aperture and partially formed staples on the tissue can be seen. The tissue is then cut, to try to retrieve the device, and a harmonic device is used to cut and seal. A clip was placed on the tissue and the device was taken out. Based on the video alone the event describe is confirmed, unfortunately there is not enough evidence in the video to determine root cause.

Manufacturer narrative:
(B)(4). Batch # n54z2f. The analysis results found that the cdh29a device arrived with two anvils present, with the breakaway anvil half present, with no apparent damage. The breakaway washer was not present in the device, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with both anvils returned. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.